Event description:
Four falsely suppressed advia centaur br results were obtained on pt samples and reported to the physician. The physician questioned the results. Repeat testing was performed on the pt samples and the test results were higher. A corrected report was issued to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant br results.

Event description:
Four falsely suppressed advia centaur br results were obtained on pt samples and reported to the physician. The physician questioned the results. Repeat testing was performed on the pt samples and the test results were higher. A corrected report was issued to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant br results.

Event description:
Four falsely suppressed advia centaur br results were obtained on pt samples and reported to the physician. The physician questioned the results. Repeat testing was performed on the pt samples and the test results were higher. A corrected report was issued to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant br results.

Event description:
Four falsely suppressed advia centaur br results were obtained on pt samples and reported to the physician. The physician questioned the results. Repeat testing was performed on the pt samples and the test results were higher. A corrected report was issued to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant br results.

Manufacturer narrative:
The cause for the discordant advia centaur br results is user error. The pt samples were not inverted after thaw for the initial testing. The pt samples were inverted after thaw for the repeat testing. The customer was able to verify it was sample handling. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur br results is user error. The pt samples were not inverted after thaw for the initial testing. The pt samples were inverted after thaw for the repeat testing. The customer was able to verify it was sample handling. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur br results is user error. The pt samples were not inverted after thaw for the initial testing. The pt samples were inverted after thaw for the repeat testing. The customer was able to verify it was sample handling. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur br results is user error. The pt samples were not inverted after thaw for the initial testing. The pt samples were inverted after thaw for the repeat testing. The customer was able to verify it was sample handling. No further evaluation of the device is required.